Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set needle was slightly curved event on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.